Manufacturer narrative:
Consumer experienced burning and light sensitivity when using the product. Consumer reports using several cases per bottle of solution claiming it is not neutralizing properly. The consumer rinses lenses with saline before inserting and the burning and light sensitivity happen after a few minutes of wearing the lens. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer experienced burning and light sensitivity when using the product. Consumer reports using several cases per bottle of solution claiming it is not neutralizing properly. The consumer rinses lenses with saline before inserting and the burning and light sensitivity happen after a few minutes of wearing the lens. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.